Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 6 months due to unknown reasons. The explanted valve was replaced with a 23mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 6 months due to strep viridians endocarditis. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, the patient present in the ed sick for several months and diagnosed with strep viridians bacteremia of unknown etiology. CT showed aortic root pseudoaneurysm, echo showed regurgitation and increased gradients. The patient underwent redo avr for endocarditis, bentall procedure with repair of aortic root pseudoaneurysm. Intraoperatively the aortic valve with significant degenerative and obvious evidence of previous endocarditis. The valve was explanted, after debridement a 23mm 11060a avc was implanted in replacement with pledgeted sutures. The aortic valve was tested and was working well and the patient was transferred to the cv-ICU on pod #6, the patient was discharged home. Hospital pathology report: gross exam of aortic prosthetic valve, the cusps are approximately 55-65% covered with stuck-on calcifications. Diagnosis: endocarditis with calcification. This is a 60-year-old male. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.